Manufacturer narrative:
(B)(4).

Event description:
According to the information received by the surgeon, during the pop, the staples didn't closed properly, so the patient had bleeding in the line of the staples, they had to re operate the patient, now the patient is in the uci, she is stable and recovering properly.